Manufacturer narrative:
Product ID 3389s-40, lot# v893288, implanted: 2012-(B)(6), explanted: 2013-(B)(4), product type lead product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient's system was removed due to an infection from the system.